Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. There was noise noted and automatic mode switches, with pocket manipulation the noise was reproduced. The lead was programmed off.